Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited noise and oversensing in an atrial tachy response (atr) episode. Boston scientific technical services (ts) reviewed the episode and explained that it was due to an interaction with minute ventilation. Therefore, minute ventilation was programmed off. No adverse patient effects were reported. This product remains in-service.